Event description:
In (B)(6) noise was seen at a device check. The lead impedance was 836 ohms, which is normal but a slight increase compared to the previous check. The doctor suspects a lead fracture and was concerned about oversensing, so therapy was turned off. During the operation on (B)(6), "it appeared dislocation inside for the relevant linox sd 65/18, but the physician left the relevant lead in the patient body by capping. The physician commented that there is a possibility of lead damage at the discolored area". A new lead was implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been carefully analyzed. In the course of the analysis the clinical observations could be confirmed. The available impedance trends demonstrated stable pacing impedances around 600 ohms between october 2014 and august 2016 with a subsequent slight increase up to approximately 800 ohms. Furthermore the provided iegms showed the presence of noise on the rv channel. The provided pictures of the leads rather proximal area showed a discolored area. This discoloration might be blood which penetrated the lead in this region. However, in spite of the information you provided, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.